Manufacturer narrative:
A software investigation was completed for this issue. From the logs it was seen that: power on ias. After ias is booted, displaying e-stop, power off ias. The following power-on required motion calibration. The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database.

Event description:
A medtronic representative reported that during a spinal fusion procedure, the imaging system prompted the user to calibrate motion. The motion calibration procedure was attempted, but was not successful. After attempting the calibration a second time, it was completed successfully. The procedure was completed successfully with the imaging system, and the patient was not impacted.

Manufacturer narrative:
Patient information now provided. Patient identifier field not sufficient to hold all digits, should read: (B)(6). Patient weight field not sufficient to hold all digits, should read: (B)(6). There was a reported delay to the procedure of 45 minutes due to this issue.